Event description:
It was reported that during implant attempt, the doctor was unable to tighten the atrial setscrew. The wrench would not click on the atrial setscrew, but the same wrench worked well on the right ventricular setscrew. The doctor believed the head was stripped. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found.